Event description:
Pt was implanted with 4.5mm lcp curved condylar plate and screws on (B)(6) 2011. Pt was returned to the operating room on (B)(6) 2012 for removal of hardware. The plate broke post-operative. All hardware was removed. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.